Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that the pump was getting hot and there was visible damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 01-may-2018. Device evaluation: the device has been returned and evaluated by product analysis on 24-apr-2018 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten. The current black box showed no evidence of a sudden drop in voltage that would indicate overheating occurred. The pump powered up with the returned battery cap. The battery cap was unable to fully tighten. The battery compartment cracks were observed in the thread area and below the grip pad. No evidence of moisture contamination was found inside the battery compartment. The cartridge compartment was cracked in the thread area. The cartridge cap was able to be fully secured. The pump was run for 24 hours with a one unit per hour basal setting with no alarms, overheating, or power losses duplicated. The pump electrical current draws were within specifications. The pump case was removed to find no evidence of moisture inside the pump. The power flex and components were inspected with no defects found. No damage was observed to the power circuit. A battery was not returned with the pump.